Manufacturer narrative:
Explant investigation: the device was returned to geprovas for investigation. Submitted in formalin was a gore® acuseal vascular graft fragment. The scope and results of the investigation were summarized, and a report was submitted to w. L. Gore & associates. An explant scientist at w. L. Gore & associates reviewed the report and performed in person on-site evaluation of the specimen encompassing both level 1 and level 2. Based on the explant scientist¿s review of the reports, in conjunction with on-site analysis, no additional information is requested. The cannulation sites presented with typical characteristics. The backwall puncture site presented as a fissure which left an elongated opening in the graft. Site and cause of hematoma could not be determined with the information provided and specimen returned. With the information provided to gore, the cause of the reported issue cannot be established. In the instruction for use for the gore® acuseal vascular graft the following is stated: complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: perigraft hematomas.

Manufacturer narrative:
Analysis report from third party was received and will be further investigated. Investigation findings: 213 refers to the phr-review: a review of the manufacturing records indicated the lot met all pre-release specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for the creation of a left humero axillary access for hemodialysis with a gore® acuseal vascular graft. It was stated that the prosthesis was implanted on (B)(6) 2016. Reportedly, on (B)(6) 2020 after about 4 years and 6 months, a part of the prosthesis was explanted due to a deterioration after puncture leading to a massive hematoma.